Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for normal device check, a noise reversion episode and a few non-sustained rv oversensing episodes due to right ventricular lead noise was observed. Noise was not reproducible in clinic with isometrics. The device was diagnosing the noise correctly. Device was reprogrammed. Patient was asymptomatic and will continue to be monitored.